Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not delivering insulin and no error was occurred. The customer's blood glucose value was unknown. The customer stated that the insulin pump had diminished battery life, screen was cracked, plastic was broken off, piston rod was louder when rewinding. The customer was treated with manual injection or insulin pump for high blood glucose level. The insulin pump will not be returned for analysis.